Event description:
The initial reporter stated they received discrepant results for one patient sample tested with alb2 albumin gen.2 and a second patient sample tested with ggt- glutamyltransferase ver.2 standardized against ifcc / szasz on a cobas 8000 c 702 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. No units of measure were provided. The first sample initially resulted in an albumin value of 77 and repeated as 37. The second sample initially resulted in a ggt value of 317 and repeated as 18. The albumin reagent lot number was 628485 and the ggt reagent lot number was 619907. The reagent expiration dates were requested, but not provided.

Manufacturer narrative:
Na.

Manufacturer narrative:
The field service engineer found damaged rinse tubing. The tubing was replaced and the customer had no further issues. The investigation determined the service actions resolved the issue.